Manufacturer narrative:
Upon inspection of the mattress at the facility line urethane cover bubbled at the center of the mattress but did not expose the inside of the mattress cover or the foam. A new mattress was shipped to the customer on 06/16/2015. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer emailed that they had a mattress that delaminated.